Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 300 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge and was not performing the air removal step. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 250 mg/dl.